Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer received 3 no delivery alarms. Customer did the manual plunger push and the insulin came out easily. Customer does not want to keep using the pump. Insulin pump will be replaced at the customer's request. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corner.